Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. The patient had also suffered a fall. X-rays showed the patient's l1 lead was fractured. Diagnostics did not indicated any impedance issues. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.